Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial duodenum resection gastro-jejunal bypass, when loading the cartridge, the firing started without control and performed to the end. At that time, articulation started, abnormal noise was heard and the reload broke. The handle, shell, adapter, cartridge were replaced with new products but the same thing happened as the first one occurred and reload got damaged. New products were used to resolve the issue in order to complete the case. There was no patient injury.

Event description:
According to the reporter, during laparoscopic partial duodenum resection gastro-jejunal bypass, when loading the cartridge, the firing started without control and performed to the end. At that time, articulation started, abnormal noise was heard and the reload broke. The handle, shell, adapter, cartridge were replaced with new products but the same thing happened as the first one occurred and reload got damaged. New products were used to resolve the issue in order to complete the case. The 1st handle worked fine on the next case. The second handle was tested as well and worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was no observed damage to the adapter housing and the adapter was received with an egia60amt reload attached. The reload¿s jaws were closed, and the reload was fully fired. The knife blade was also at the 2cm cut line and the blowout plate on the reload was noted to be broken. Functionally, the blue button was able to be fully depressed and the adapter was connected to gen2acc lite. The strain gauge couldn't be evaluated with the reload still attached and the switch state was closed. The adapter had 19 of 50 procedures remaining and the reload could be removed by just depressing the blue unload button. It was also noted that the firing rod was in its home position, which means that it had pulled through the laminates during retraction. This is further evident by the markings observed on the firing rod tip and the adapter was connected to gen2acc again and the strain gauge was noted to be functional. The adapter was connected to an rpa handle running v29.1.3 software. The device calibrated and showed a green swim lane. An rpa loading unit could be attached to the adapter and was recognized properly. The adapter went through full articulation testing without problem and went through a full firing sequence on the a1 test fixture without error. The adapter was reconnected to gen2acc lite and no new errors appeared. It was reported that the device began the firing sequence before initiation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device gave unexpected audible feedback of normal use. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.